Event description:
It was reported that the patient had been hospitalised with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient reported that the cannula dislodged, and she could feel leaked insulin on her skin. The patient's blood glucose levels rose over 250 mg/dl while wearing the pod. Symptoms reported include dizziness and confusion. The patient also reported that the infusion site (abdomen) was red and sore. The patient was treated with intravenous dextrose and magnesium. The patient was released the following day (B)(6) 2026. A new pod was applied and, at the time of contact, the patient reported that their bgs were coming down and currently measured 237 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s938usqs7byj9 hardware: sm-s938u cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.